Event description:
Product catalog number fc2002, microtargeting electrode, lot # 212327. Event date was (B)(6) 2016 at (B)(6). Event was described as follows: "during the first (left) side of the stage 1 there was satisfactory mer but then some unusual side effects (details unknown) experienced during the test stimulation. The neurologist and neurosurgeon decided to take a different trajectory. The second pass was 2mm anterolateral using the standard star drive array spacing. Mer was seemingly quiet down most of the tract. The neurologist decided to test stimulate at target but before any stimulation was delivered the neurologist decided to abandon the case due to the patient's condition and inability to speak. The fc2002 was removed and the neurosurgeon closed the burr hole and skin incision. The frame was removed and the patient had a CT scan, which showed a bleed in the basal ganglia region of the brain. The case was abandoned. 1-2 hours after the CT scan was performed it was reported that the patient was improving and was medically stable." The electrode was discarded and thus will not be returned for analysis. Patient was improving and determined medically stable 1-2 hours after the CT scan was performed.